Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an unspecified sensor issue occurred. The sensor was inserted into the abdomen on (B)(6)2023. On (B)(6)2023, the patient experienced a hypoglycemic event due to an unspecified sensor issue which occurred one day after the sensor had been inserted in the abdomen. The patient experienced symptoms of "awful low." She did not check the receiver display device for the blood glucose readings. The patient went to the kitchen and self-treated with carbohydrates. The daughter called 911. Upon arrival, emergency medical service treated the patient with glucose drink. After treatment, they checked for the blood glucose which was 155 mg/dl while the cgm was showing 50 mg/dl. The patient recovered after treatment. Of note, the patient uses an unspecified insulin pump. At the time of the report, the patient was okay. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 07/18/2023.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced a hypoglycemic event due to an unspecified sensor issue which occurred 1 day after the sensor had been inserted in the abdomen. The patient experienced symptoms of "awful low." She did not check the receiver display device for the blood glucose readings. The patient went to the kitchen and self-treated with carbohydrates. The daughter called 911. Upon arrival, emergency medical service treated the patient with (unspecified) glucose drink. After treatment, they checked for the bg (blood glucose) which was 155 mg/dl. The patient recovered after treatment. At the time of the report, the patient was okay. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.